Manufacturer narrative:
Neither the device nor add'l info is available from the research facility.

Event description:
It was reported that the arthroplasty was revised due to femoral loosening. No evidence of manufacturing related failure. The femoral stem, acetabular liner and femoral head were revised. The components were implanted in situ for 0.4 y.